Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative found slime in the water reservoir. The wash nozzle was repaired and the water reservoir was cleaned out/decontaminated. Multiple checks were performed and a precision test was performed with acceptable results. After the initial service was performed, the customer experienced qc outliers. The reaction cells were overfilled during washing. Adjustments were made and no additional issues were observed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 1.44 mmol/l. The repeated result was 1.76 mmol/l. The sample was repeated as the customer observed crystallization on the reagent and questioned the initial result. The questionable result was not reported outside the laboratory.

Manufacturer narrative:
E1 initial reporter facility name: (b)(6 hospital. The analyzer's serial number is (B)(6). The customer observed crystallization on the reagent. The investigation is ongoing.